Event description:
It was reported that the customer's buttons on the insulin pump were not responsive and that the customer received a button error alarm. The customer later stated that she was able to deliver a bolus and that the buttons were responding. The customer's blood glucose was unknown. Advised that the customer discontinue use of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However corroded keypad traces noted.